Event description:
A customer contacted beckman coulter (bec) reporting that the coulter act diff 2 hematology analyzer was leaking diluent in the cap pierce station. The volume of fluid was a few drops and was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles during the occurrence of this event. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse discovered a small amount (a drop or two) that was leaking every aspiration from the probe wipe at the closed vial position. After 4-6 aspirations the fluid would accumulate and run down the closed vial module. The fse replaced the probe wipe and vacuum isolator chamber, which fixed the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).